Event description:
It was reported that during a minimally invasive left total knee arthroplasty procedure, the blade broke in three places. It was also reported that all three broken pieces were recovered. No further info has been provided.

Manufacturer narrative:
The blade subject to this investigation was not returned to the MFR for eval. Lot number info has not been provided to permit further investigation. The root cause is undetermined.